Manufacturer narrative:
Batch review performed on 22 january 2020: lot 144511: (B)(4) items manufactured and released on 23-sep-2014. Expiration date: 2019-08-31. No anomalies found related to reported problems. To date, (B)(4) items of the same lot have been already sold without any other similar reported event since 2017.

Event description:
The patient came in reporting pain after 5 years and 11 months from the primary surgery due to a loose stem and the cause of the loose stem is unknown. The surgeon revised the stem and head with competitor products and revised the medacta liner with a medacta liner. The surgery was completed successfully.